Manufacturer narrative:
The gpio enclosure was returned to the manufacturer for analysis. Left and right trackers were found to both be functional as were remaining features. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that a gpio board was replaced. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect board has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during spinal fusion procedure, the site was using two navigation system. It was reported that an initial image acquisition was performed on both the systems but when performing an confirmation spin, one of the navigation system was unable to see imaging system trackers on the right side. Site used the second navigation system for confirmation spin. During troubleshooting, representative reported that the camera on the navigation system was not facing imaging system. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.